Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, defibrillation cycling, and environmental chamber testing using test accessories without duplicating the report. Review of the device log found no evidence of a device malfunction. An internal and external inspection found no discrepancies.the device was recertified and returned to the customer. The clinical log was not available for review as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.